Event description:
A surgeon reported that a pt experienced rainbow glare in the left eye following lasik surgery on (B)(6) 2012. The pt subsequently had a re-treatment on (B)(6) 2013. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).